Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part 04.016.035s, lot 1l56406: manufacturing site: (B)(4). Release to warehouse date: november 20, 2018. Expiry date: november 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, an open reduction and internal fixation (orif) surgery was performed using an 8mm multiloc humeral nail system due to proximal humeral fractures. During surgery, after opening an entry hole at the upper arm, the surgeon inserted the humeral nail. However, it was hard to do it so, the surgeon gently hammered the nail. As a result, the bone around the distal part of the nail was slightly cracked. At that time, two to three centimeters (2-3 cm) of the proximal area of the nail had not been inserted yet. The surgeon stopped inserting the nail since the crack would be extended if insertion continued. The nail was removed from the arm; the surgical site was cleaned; the entry hole was closed, and the surgery was finished. There was a surgical delay of less than thirty (30) minutes. Treatment plan was scheduled on (B)(6) 2019 with multiloc humeral system to be implanted using an unknown reamer. It is unknown if that treatment plan occurred. The patient outcome is unknown. Concomitant devices reported: hammer (part/lot unknown, quantity 1). This report is for a humeral nail. This is report 1 of 1 for (B)(4).